Manufacturer narrative:
Block b3: exact date unknown, event occurred a few weeks ago prior to the date the manufacturer became aware.

Event description:
It was reported that following an implant procedure the patient had some serous fluid leaking. It was noted that intermittent minimal fluid since the procedure. The physician does not believe there is an infection. The patient was administered antibiotics and being monitored.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7089678. UDI: (B)(4).

Event description:
It was reported that following an implant procedure the patient had some serous fluid leaking. It was noted that intermittent minimal fluid since the procedure. The physician does not believe there is an infection. The patient was administered antibiotics and being monitored. Additional information was received that the patient was not healing well from the implant procedure. The physician believed that patients co-morbidities contributed to poor healing. The patient underwent a spinal cord stimulation (scs) system explant procedure. The explanted components will not be returned as they were discarded by the facility.